Manufacturer narrative:
The insulin pump had no button error alarm. The pump was received with an intermittent button response due to moisture damage on the keypad trace. There was no moisture damage on the electronic assembly. The pump does not ramp up on its own and there was no scroll bar moving with no input.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose is 102 mg/dl. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that she had the pump tucked in her shorts and she felt it vibrate. Customer stated that a button was pressed for 3 minutes or longer. Customer stated that she was able to clear the alarm but the buttons are not working. Customer stated that the scroll bar is moving without input. Customer was advised that the up or down button may be stuck. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.